Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left common femoral artery using lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, while aspirating the clot from the left common femoral artery, the lightning clogged and the indicator light on the lightning unit turned red. Therefore, the physician disconnected the lightning and used a large syringe to flush the lightning with saline solution. The physician also used a wire to break the clot but it was unsuccessful; therefore, the lightning was not used for the remainder of the procedure. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.